Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The balloon was loosely folded with blood and contrast in the device. Microscopic investigation of the balloon revealed a pinhole at the proximal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was selected for use. However, upon the first inflation at 6 atmospheres, the balloon ruptured. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.